Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. Manufacturing site: (B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a symphion resecting device was used in the patient's uterus during a symphion hysteroscopic myomectomy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the physician activated the resecting device while pulling out from the patient¿s cervix, lacerating the posterior part of the vagina. The physician sutured the laceration. The procedure was successfully completed with this device. There were no patient complications reported as a result of this event. The patient's condition was reported to be fine.